Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: the exact date of event is unknown, not provided, but the best estimate date is between implantation on the (B)(6) 2022 and (B)(6), 2022. Initial reporter's first name: unknown/not provided. Initial reporter's email: unknown/not provided. Initial reporter's telephone number: (B)(6). The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the surgeon is planning a bilateral explantation of tecnis synergy lenses in a patient in june. The reason for the planned explantation is a complaint by the patient of blurred vision at all distances, and no improvement with a visual acuity of 10/10 p2. Through follow-up it was learned that the explant on the right eye took place on the (B)(6) 2022 with the material being discarded afterwards. No further details were provided. This report is for the right eye (od). A separate report will be submitted for the left eye (os) of the patient.